Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged visualizing particles. There was no report of serious harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported that the patient alleged visualization of particles related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer received new and relevant information of patient medical condition on 01/27/2023, , that patient has rash and also patient confirmed there was no visualization of particles.

Manufacturer narrative:
Additional information was received on oct 16, 2023, and section h11 should be reported as: section d5 is corrected. And h6 is updated. The device was returned to the third-party service center for further evaluation. The device was evaluated. There was no mention of visual findings to the external part of the device. The internal aspect of the device was inspected. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed. There were one error found. The third-party service center concludes that they could not confirm the customer's allegation and there was no visible foam degradation.